Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the penumbra coil 400 coil (pc400 coil) pusher assembly. The pusher assembly was fractured approximately 4.0 cm from the proximal end and kinked approximately 98.0 cm from the proximal end. The embolization coil was detached from the pusher assembly and not returned for evaluation. The introducer sheath was also not returned for evaluation. The proximal constraint sphere was not present in the distal detachment tip (ddt). Conclusions: evaluation of the returned device revealed the introducer sheath and embolization coil were not returned. Without the return of these components, the root cause of the complaint could not be determined. Further evaluation revealed the pusher assembly was kinked and fractured. This damage was not reported in the complaint and may have been incidental. Pc400 coils are 100% functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400 coils (pc400 coils). During the procedure, while in use with a px slim delivery microcatheter (px slim), the pc400 coil would not advance out of its introducer sheath and was removed from the patient through the px slim. The procedure was successfully completed using a new pc400 coil. There was no report of an adverse effect to the patient.